Event description:
On (B)(6) 2022, the patient underwent emergent endovascular treatment of an unruptured abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. The ipsilateral limb was reportedly on the left side with the contralateral leg gate being on the right. On (B)(6) 2024, the patient reportedly presented to the emergency room with pain. A CT was performed and imaging reportedly revealed that the aneurysm had ruptured. Approximately one hour later, the patient was rescanned and was transferred to a different facility. It was reported that, before the patient was able to undergo reintervention, the patient expired. It is unknown if aneurysm enlargement was present prior to the rupture. It was suspected that there may have been a type iii endoleak at the flow divider as contrast was reportedly observed in the aneurysm sac at or near the flow divider.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc271400/ serial #(B)(6) / UDI #(B)(4) which has been captured in manufacturer report #3013164176-2024-02042. A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak, aneurysm rupture, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.